Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic pneumonectomy, the staples were not formed properly at the 3rd firing on the pulmonary, and oozing occurred. The amount of the oozing was unknown. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 01/09/2020. D4: batch # t5dm73. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with three reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Reload b: t5al0p, fully fired. Reloads c & d: t5c62g, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.